Event description:
During review of a published article ("percutaneous viabahn-assisted subintimal recanalization for severe superficial femoral artery occlusive disease" journal of vascular interventional radiology 2008; 19:493-498, authors-michael j. Verta, md, joseph r. Schneider, md phd, marc j. Alonzo, md, and david hahn, md), a gore viabahn endoprosthesis was implanted for the treatment of a sfa occlusion. The pt experienced an occlusion 12 hours post implant but did not seek medical attention until 24 hours later. The article reports that the occlusion most likely occurred because the pt had been taken off his coumadin for the procedure and he failed to take his bridge therapy. The anatomical patency was restored by a surgical thrombectomy but the extent of ischemic muscle destruction was such that limb amputation was performed.

Manufacturer narrative:
A lot number was not reported for this event, consequently, a review of the manufacturing paperwork could not be performed. Attempts to gain additional info regarding the device thrombosis were unsuccessful. No further info is available.